Event description:
The surgeon implanted a aq2003v silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury.

Manufacturer narrative:
Complaints of this nature are being investigated.